Manufacturer narrative:
H6: evaluation codes: upon evaluation, all parts met specification. Co is unable to reliably determine the cause of the breakage.

Event description:
The cervical spine locking plate broke post operatively and was removed on 4/14/1998.